Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of distal tip detached. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: investigation results: the returned gold probe device was analyzed, and visual and microscopic evaluation found that the gold tip was fully detached from the catheter, and the catheter and the wires had residues of adhesive. The gold tip did not return. The reported event was confirmed. Additionally, the catheter and wires had residues of adhesive indicating that the tip was correctly assembled. The gold tip was fully detached and did not return, most likely due to procedural and anatomical factors during the use of the device. These could have affected the device performance and its integrity, causing the detachment of the tip. The tip detachment could have also been generated if there was a contact between the device and the scope during energization or if the device exceeded its maximum voltage during the procedure as per precautions of the device states. Based on all available information, adverse event related to procedure was selected as the most probable cause. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a gold probe was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the physician extended the gold probe through the scope channel and out of the end of the scope. Upon maneuvering, the tip end of the gold probe fell off. The tip fell inside the patient and was removed using a net. Another gold probe was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of distal tip detached. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a gold probe was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the physician extended the gold probe through the scope channel and out of the end of the scope. Upon maneuvering, the tip end of the gold probe fell off. The tip fell inside the patient and was removed using a net. Another gold probe was used to complete the procedure. There were no patient complications reported as a result of this event.